Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell the night before the call in the bathroom, and the patient couldn't control going to the bathroom, they kept going and going. The caller stated they couldn't get into the healthcare provider¿s office until wednesday and the healthcare provider suggested they change to program 4. The caller was able to connect and change from program 3 at 1.7 to program 4 at 0.7 where the patient confirmed feeling stimulation comfortably. The caller was redirected to the patient¿s healthcare provider to discuss symptoms and programming. No further complications were reported.